Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient reused a minicap during an unknown time of therapy which resulted in peritonitis. It was reported the reuse was due to short supply. The peritonitis was manifested by cloudy bag, shortness of breath and abdominal pain. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal injection ceftazidime (500 mg, stat dose followed by 250 mg in each cycle, ongoing) and injection amikacin (250 mg, once daily, ongoing, route not reported). Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.